Event description:
It was reported that the usb cable was not charging pump battery. Reportedly, cable was replaced to resolve the issue. There was no reported adverse impact to customer's blood glucose.